Event description:
The customer reported flagged, erroneous test results were obtained when using the unicel dxc 600 synchron system. The erroneous test results were for total bilirubin, flagged as orr lo (out of reportable range low). Also patient and quality control results were suppressed for analytes: blood urea nitrogen (bun), aspartate aminotransferase (ast), and alanine transaminase (alt), and flagged as bl abs lo (blank absorbance low). Upon troubleshooting with customer technical support, the customer found a loose fitting on top of reagent probe b and observed liquid under the reagent probe b home position. The customer was directed to tighten all fittings and rerun patient samples to last known acceptable quality control results before the issue occurred. The customer reported one erroneously low total bilirubin result was generated. The customer was wearing personal protective equipment. There was no report of operator exposure or injury. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer found that the fitting on top of reagent probe b that attaches the tubing was loose (p/n a52731). After tightening the fitting no further problems were reported by the customer. A field service engineer did not evaluate the analyzer. Identified failure mode: the failure mode is reagent probe tubing (p/n a52731) was loose. A leaking reagent probe can impact any or all cartridge chemistries, including critical chemistries.